Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported incomplete flap in the right eye of a patient during lasik surgery. There are multiple related reports for this event. This report addresses the patient (sc) right eye and other manufacturer reports will be filed.

Manufacturer narrative:
. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event, laser was successfully verified prior to surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The logfile shows that the bean control check was performed about ten minutes and seven seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified ; the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).